Event description:
It was reported that there was a cooling neonate and arctic sun device was alerting low flow with water flow rate (wfr) 0.8 l/m. Neonatal pads in place. Had stop therapy, empty pads, disconnect and reconnect. Wfr would not rise above 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27c, outlet control temperature (t2) was 27c, inlet temperature (t3) was 27c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.5psi, circulation pump command (cpc) was 29 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours were 4413.3 and pump hours were 4233.9. Stopped therapy and disconnected pads. Placed device in manual control at 30c. System diagnostics in manual control with no pads, outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 5.9c water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater 38 percentage. Added back pads in manual control. System diagnostics with pads showed that the outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater was 44 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 0.7 l/m. Advised if water flow rate (wfr) dropped below 0.7 l/m to swap out pads and set aside for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt speed controller set too high". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a cooling neonate and arctic sun device was alerting low flow with water flow rate (wfr) 0.8 l/m. Neonatal pads in place. Had stop therapy, empty pads, disconnect and reconnect. Wfr would not rise above 0.3 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 27c, outlet control temperature (t2) was 27c, inlet temperature (t3) was 27c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.5psi, circulation pump command (cpc) was 29 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours were 4413.3 and pump hours were 4233.9. Stopped therapy and disconnected pads. Placed device in manual control at 30c. System diagnostics in manual control with no pads, outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 5.9c water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater 38 percentage. Added back pads in manual control. System diagnostics with pads showed that the outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater was 44 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 0.7 l/m. Advised if water flow rate (wfr) dropped below 0.7 l/m to swap out pads and set aside for investigation.